Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 100% stenosed, 30-33mm in length lesion chronic total occlusion located in the calcified right coronary artery (rca). It was noted the lesion required various techniques to adequately prepare the vessel for stent implantation. The physician then made multiple attempts to advance a 4.0x38mm promus element stent, but was not able to cross the lesion. It was noted that the stent seemed to be engaging with "a spickle of residual fibrocalcific lesion". Upon withdrawal, the physician noted disrupted stent struts. The procedure was successfully completed with a 3.5x38mm non bsc stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 100% stenosed, 30-33mm in length lesion chronic total occlusion located in the calcified right coronary artery (rca). It was noted the lesion required various techniques to adequately prepare the vessel for stent implantation. The physician then made multiple attempts to advance a 4.0x38mm promus element stent, but was not able to cross the lesion. It was noted that the stent seemed to be engaging with "a spickle of residual fibrocalcific lesion". Upon withdrawal, the physician noted disrupted stent struts. The procedure was successfully completed with a 3.5x38mm non bsc stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent movement and stent damage. The proximal edge of the stent was over the proximal markerband. The stent was also damaged at the distal and middle sections. Rows 1-2 at the distal end were raised proximally to the stent. 4 strut rows in the middle of the stent were misaliged. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. It was not possible to insert the product mandrel through the lumen due to blockage with solidified blood, therefore indicating the device had been used in vivo. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device is combination product.(B)(4)